Event description:
It was reported that the procedure was to treat a lesion in the tibiofibular trunk with occlusion. The 3x120 mm armada percutaneous transluminal angioplasty (pta) catheter did not adequately inflate and lost pressure. A different balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture and inflation issue were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the patient anatomy such that the balloon became damaged, rupture during inflation and subsequently gave the impression of an inflation issue as the balloon would not hold pressure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.